Event description:
Additional information received on 04/02/2024 for mw5152620 to update procode to jol and manufacturer to symmetry surgical gmbh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
It was reported that the patient's catheter was occluded so they wanted to permanently shut down the patient's pump. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).